Event description:
A customer contacted baxter's technical service center reporting a system error had occurred on a homechoice (hc) machine during drain 1 of 3 and the home patient (hp) stated she noticed the floor was wet. The hp was asleep and woke up to the system error and was a little disoriented. The hp stated that the hc alarmed in drain 1 of 3 but she then noticed that her minicap was still on the transfer set and the flexcap was still on the patient line and that she had never connected. The technical service representative (tsr) advised the hp to start over with new supplies or call the peritoneal dialysis nurse (pdn) in the morning about missed therapy. The hp did notice the floor was damp from fill 1. The hp would end therapy for that night. The hp would contact the pdn in the morning. There was patient involvement. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). This complaint was for a report of a leak was not confirmed and the cause was not determined. The home patient did not clearly report any type of use error that might have led to the issue.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if additional information is received.